Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment and battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery cap threads were observed to be damaged, and the battery compartment was cracked at the threads. The battery cap did not maintain power to the pump. The battery cap detached from the pump due to the casing damage. A test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.